Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt has expired in 2008 approx after implant duration of .07 months, due to unk reasons. It is unk if the death was device related. No further details were provided. Info learned from implant pt registry.